Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. The unit was returned with a system error complaint, which was confirmed during testing. The issue was traced to high pressure caused by the muffler being filled with dust, which resulted in a blockage in the feed port and low sieve life (587), low internal (89.1%), low external (88.9%). Furthermore, the psa cycle being high (12) is an indication that the zeolite is getting contaminated by moisture. Uip, top housing & lower housing were also replaced due to cosmetic damage.

Event description:
It was reported that the patient's device stopped providing oxygen. It was noted that the sensor error message was observed. As a result, the patient was sent to the hospital. A replacement device was sent to the patient. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.